Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2024, an infection was discovered for sales representative obtained information on a case scheduled for system removal on (B)(6) 2024 due to infection (date of confirmation of infection and other details unknown). Since the patient was transferred from another hospital, no further information is available.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis summary: the subject device was sterilized and released according to applicable standard operating procedures. Nevertheless, the information provided has been entered into our quality system and will be used for trend purposes. It should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.

Event description:
Reportedly, on (B)(6) 2024, an infection was discovered for sales representative obtained information on a case scheduled for system removal on (B)(6) 2024 due to infection (date of confirmation of infection and other details unknown). Since the patient was transferred from another hospital, no further information is available.